Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: internal damage was not found when examining the device center and sideport septa. The 8" device catheter showed no holes, cuts are tears. The device did not flow as received or after removal of approx. 1/2 the total length of device capillary tube. The distal and proximal ends of the device capillary tube appeared occluded. Fourier transform infra red (f.t.i.r.) Analysis of the material occluding the distal end of the device capillary tube generated spectra consistent with biological residue. The device did not leak. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. In conclusion, the surgeon's report that the device flow rate had increased could not be confirmed by the results of the MFR's analysis of the returned device. The device did not flow as received and the device capillary tubing was occluded with material consistent with biological residue. Based on the available info, no conclusion could be drawn as to the cause of the device's reported increased flow rate or as to the manner in which the biological material was introduced into the device capillary tubing. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted for intrathecal infusion of morphine. On 1/28/97, the MFR received a report form its german distributor detailing an incident which had occurred at a faciilty in their territory. The report states that, according to the surgeon, it was necessary to explant the device due to "malfunction". The device flow rate had increased from 0.8ml/day to 1.5ml/day. The report further states that the malfunction occurred in 12/96 and after several tests, the surgeon decided to explant the device on 1/15/97. Arrangements were then made for the return of the device for analysis.